Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci) procedure, the physician could not expand the bx sonic 3.0 x 28 mm stent in the pt's vessels. There was no reported pt injury. Additional information has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.